Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of a new pacemaker, this right ventricular (rv) lead exhibited pacing inhibition. Asystole of greater than two seconds was noted. The new pacemaker was explanted and replaced. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was severed at approximately 120 mm from the terminal pin with the conductor coils stretched and extending to approximately 255 mm. Detailed analysis revealed that there was inner insulation abrasion from approximately 58 to 75 mm from the terminal pin. Analysis noted that the abrasion appeared to have started with the formal of several small holes in a row where the insulation between the inner and outer coils had been rubbed through. This type of damage is consistent with repeated stress over time. The abraded portion of the lead would have been located in the pocket area in the area of a sharp curve in the lead. The reported pacing inhibition was likely the result of the lead damage observed by the laboratory.

Event description:
The lead was taken out of service approximately three and a half years later during a change out procedure for reported normal battery depletion.